Manufacturer narrative:
(B) (4). Conclusion: based on the complaint history, the most probable root cause of the event is a user's error. (B) (4).

Event description:
It was reported that the micl13.2 implantable collamer lens was extracted and replaced on (B) (6) 2010, due to an incorrect lens power. The pt is doing fine with a 20/25 bcva.